Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a tar with inbone. Sometime post-op it was determined that the patient needed a revision surgery using prophecy invision. The revision surgery has not taken place yet, it is scheduled for late (B)(6). The reason for revision surgery is unknown at this time.